Event description:
Healthcare professional reported via nbir the following. Left side removal due to "capsular contracture (left) baker grade left IV" and "suspected/actual rupture/deflation (left)." Device has been explanted.

Manufacturer narrative:
The event of capsular contracture, baker grade IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: capsular contracture, baker grade IV and rupture.